Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Evaluation of the returned device by engineering determined that the tip failure appears to be attributed to high torsional loading conditions. Review of manufacturing history record found a total of (B)(4) pieces of this lot were released for distribution on 4/2/2013 with no deviation or anomalies. A two-year complaint history did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00041 / 00042).

Event description:
During a reform surgery on (B)(6) 2017, the 39-sp-0601 driver tip broke and could not be retrieved from the patient, so it remained in the tulip of the screw with the lock-screw implanted on top of it.